Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The physician revised a mako uni knee, originally done by another physician on (B)(6) 2015. He revised to a triathlon total knee with a 5mm augment on the medial side.

Manufacturer narrative:
An event regarding disease progression and subsidence of the tibial component involving an unknown mako baseplate was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts dated (B)(6), 2016 are an ap of both knees and a lateral and patellar view of the left knee demonstrating a cemented left medial uka in which the tibial component has subsided both anteriorly and laterally. The bone is noted to be osteoporotic with minimal patella femoral osteoarthritis and no significant lateral compartment osteoarthritis noted. The likely cause of revision surgery was subsidence of the tibial uka component into osteoporotic bone. There is no evidence this clinical situation resulted from factors of faulty design, manufacturing or materials of the primary uka components." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: medical review confirms the tibial component subsided. The medical assessment also indicates the likely cause of revision surgery was subsidence of the tibial uka component into osteoporotic bone. The potential root cause is the patients' osteoporotic bone. If additional information and/or device become available, this investigation will be reopened.

Event description:
The physician revised a mako uni knee, originally done by another physician on (B)(6) 2015. He revised to a triathlon total knee with a 5mm augment on the medial side. A 5mm augment of the baseplate was used. Reason for revision was for disease progression and due to subsidence of the tibial component into osteoporotic bone.